Manufacturer narrative:
Follow-up 1 (final) - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The following was reported: the device alarmed during ventilation and was replaced. No harm to the patient was reported. Logfile were checked and showed "exhalation obstructed". Remark inspected unit. The problem cannot be duplicated. Performed tsw and function tests; all passed. Msp159690 active ambient valve is a potential root cause.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: "alarms during use" however, after the logfiles were reviewed, on the mentioned event date, it could be found the follwing:"exhalation obstructed alarm" (tf5015).